Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 17 mg/dl, 23 mg/dl, and 123 within 10 minutes. A few hours later the customer tested again and received results of 17 mg/dl and 143 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.